Event description:
The patient was involved in a car accident in 2008, in which the car was "totaled" and has experienced a lack of therapeutic effect since then. She felt increased pain in the back, legs, and thighs. Programming adjustments did not provide relief. The outcome is unknown. Further information is being requested from the hcp.